Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: worn adhesive around objective lens and gap in adhesive area between server plug in and distal end. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Date of event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During the device analysis, the investigation indicates that worn adhesive around objective lens and gap in adhesive area between server plug in and distal end was found. There was no patient involvement.